Event description:
Event description guidant received information that the patient implanted with this pacemaker was reported to have expired. The reason for the patient's death was unknown, however this device was included in the bounded population that was sucseptable to moisture intrusion from a non-hermetic seal in the device header. One month prior to the patient's death, the device was operating normally. The healthcare facility suspected the device may have not delivered therapy, however this was unable to be confirmed.